Event description:
It was reported the customer was receiving too much insulin. The customer's blood glucose was 38 mg/dl. Customer treated their blood glucose with food. The customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.